Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is leaking. As stated on the repair statement additional malfunction on this device: unit alarming/red light and shuts down.